Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. It was reported that the tube position slipped so that flange was not 'snug' against the gastric mucosa- led to leakage/peritonitis. On (B)(6) 2021, it was reported that the patient was being treated with IV antibiotics for fever and is also being treated for electrolyte imbalance. Patient remains hospitalized.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection, peritonitis, and pneumoperitoneum are known complications of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2021, the patient was noted to have stoma site redness. The patient was treated with IV antibiotics and analgesics, remained in hospital overnight and was monitored. Patient developed fever and had unknown intravenous antibiotics and pain resolving on (B)(6) 2021. Patient's condition was improved and had computed tomography scan for investigation of distended abdomen and waited for results. Patient was seen on (B)(6) 2021 in hospital and had distended abdomen. Computed tomography abdominal scan done in hospital to investigate the distention and reported as per the family that fluid in the peritoneal cavity. On (B)(6) 2021 patient had gastroscopy and laparoscopy. The findings stated that peg tube was loose and was repositioned. Patient was found to have peritonitis and collection of fluid in the abdomen. The fluid was drained and laparoscopic washed out was done. On (B)(6) 2021, patient is improving.